Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the spacing and lengths of the depth marker bands on the ptfe coated wire shaft appear correct and normal. The wire presents extensive bend/kink damage over the distal 9cm, with indications of torsional loading while under constraint as manifested by numerous overlapped coil conditions in the vicinity of the looping bend (7.2-9cm from the distal tip) resulting in localized oversized coil diameters of up to .01550¿, and several other bends of varying severity scattered over the remainder of the wire shaft. The coil wraps are displaced distally from the intermediate coil to core solder joint resulting in a 0.4mm stretch immediately distal of this joint. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary diagnostic procedure, the catheter became stuck on the guide wire. Vascular access was obtained via the right femoral artery. The target lesion was located in the first obtuse marginal. The forte moderate support guide wire was placed. An unspecified balloon was advanced for pre-dilation followed by deployment of an unspecified stent. The physician then advanced an icross coronary imaging catheter to view the vessel. While attempting to remove the icross catheter over the forte guide wire, it was noted the catheter had locked up on the wire. The devices were removed together as a unit and the procedure was completed with another of the same catheter and wire. There were no patient complications reported and the patient's status is ok.

Event description:
It was reported that during a coronary diagnostic procedure, the catheter became stuck on the guide wire. Vascular access was obtained via the right femoral artery. The target lesion was located in the first obtuse marginal. The forte moderate support guide wire was placed. An unspecified balloon was advanced for pre-dilation followed by deployment of an unspecified stent. The physician then advanced an icross coronary imaging catheter to view the vessel. While attempting to remove the icross catheter over the forte guide wire, it was noted the catheter had locked up on the wire. The devices were removed together as a unit and the procedure was completed with another of the same catheter and wire. There were no patient complications reported and the patient's status is ok.